Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate profile 475cc, serial number (B)(4), catalog number 3501680. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implant that deflated after implantation. Patient noticed right deflation; looks like right side is smaller and when she is lying down it stays flat, also felt a little tingle on that side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint for rupture was not confirmed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/02/2018 , mentor received additional information that on (B)(6) 2018, the patient underwent bilateral removal and replacement with: right mentor smooth moderate plus profile saline implant catalog number: 3502500, serial number: (B)(4). Left mentor smooth moderate plus profile,, catalog number: 3502500, serial number: (B)(4). Initial report,indicated the date of implant as (B)(6) 2010, new report indicates (B)(6) 2010. On 3/28/2018, new formation indicated that the right implant had moderately thick very contracted circumferential fibrous capsule . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/26/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).